Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that on the fourth attempt to shock the patient, the energy was delivered. The patient was a female. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.